Event description:
The patient had reported in 2004 that their one touch ultra meter would not power on and that they had to contact the emergency services due to not able to test on the meter. Medical affairs specialist had called and left a message on the patient's answering in 2004, but there was no response back. A letter will be sent to them. Based on the initial information provided, the patient was using the correct test strips. The batteries were last replaced less than one year ago and they were in good condition. The meter would still not turn on when the power button was pressed. They were experiencing symptoms of dry mouth, irritability, and had a headache. The last time they were able to test on the meter was in the morning of 06/04. They did contact the emergency services, but unknown if they had attempted to test on the meter prior to that. Also, an unknown meter's result was provided as 178 mg/dl, which does not reflect any serious injury. It is unknown if that was the emt's meter and what treatment, if any, did the patient receive. No further clinical information was provided.